Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of a abdominal aortic aneurysm. Currently, the proximal neck was 27 mm in diameter and 5 mm in length. The distal diameter above aortic bifurcation was 36mm in diameter. The right and left common iliac arteries was 15 mm in diameter. The right external iliac artery measured 7.7 mm in diameter and the left external iliac artery measured 8.4 mm in diameter. The neck angle was 45 degree. The patient had a non-related procedure. It was reported that the radiologist went up and over the flow divider of the device and un intentionally pulled the device out of its original landing zone position. The patient had a secondary intervention and an endurant cuff was implanted which regained the seal resolving the endoleak. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of several returned still angio images showed that the bifurcate was positioned approximately 4cm below the renals, with a proximal type I endoleak. An endurant cuff was then seen placed just below the renals, resolving the endoleak. Images showing the device being pulled down were not provided in these films.

Manufacturer narrative:
(B)(4).